Event description:
It was reported that after a lead revision (see related report #3007566237-2013-00685), the patient had "pressure built up in their head." It was stated that this occurred because scar tissue had built up over one of the leads. It was also stated at the hospital the night prior to report ((B)(4) 2013), a spinal tap was unsuccessfully tried on the patient, because of the scar tissue. The patient was redirected to their healthcare provider (hcp). If additional information was received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 3986a, lot # lb9738, implanted: (B)(6) 2004, product type lead; product ID 3550-09, lot # lb9576, implanted: (B)(6) 2004, product type accessory.

Manufacturer narrative:
(B)(4).